Event description:
The customer reports that the system displayed a 'kv on in error' error message. This error is likely to result in an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hvsr pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.